Event description:
The biomedical engineer at the facility returned a glidescope video laryngoscope to verathon due to damage, which was described as separation with a piece missing near the bottom of the device. No pt involvement was reported.

Manufacturer narrative:
A safety alert notice (c/r 3022472-5-07-2013-0001-c) was issued to all customer on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. This device was manufactured in 2007, and the customer returned it in october 2013 for a replacement. An evaluation confirmed the blade was splitting at the seam, and the right blade tip was broken off. The tether wire was exposed, and there was delamination forming on the handle. (B)(4).